Manufacturer narrative:
Investigation actions: importer's investigation hearing aid charger involved in the incident was manufactured in august 24, 2019 and purchased in (B)(6) 2019. The device has not been in for service before this incident. The hearing aid charger was replaced with the serial number (B)(4) on (B)(6) 2022 with a usb-c charger port. No further issues have been reported. Manufacturer's investigation: technical investigation concluded: a DHR review have been completed. No deviation or changes were found during manufacturing of the device. Clinical assessment: from the previous investigations it is concluded that the high temperatures are generally limited to places difficult to touch, such as the back of the charger. Clinical conclusion on the case is that, even though unpleasant, it is evaluated unlikely that the device in failure mode would cause severe harm. Risk register will be updated to include warning/caution to the user. Root cause problem: this incident is linked to a trending case with the following r&d analysis conclusion: functional testing revealed that the charger in that case was working fine, when running on the internal battery. That means that the malfunction in the device is purely a breakdown of the micro usb connector. Micro usb is a very well known and used standard but can mechanically break down. Manufacturer's investigation is final, no follow up is expected.

Event description:
Patient brought in her hearing aid charger to the clinic which was melted at the charge port. Patient stated she was using the original supplied charger cord and adapter and the charger was plugged directly into an outlet. No power surge, power loss or storm was noted around that time. Patient went to place the hearing aids in the hearing aid charger and noticed that they were not charging. Patient unplugged the hearing aid charger in order to troubleshoot and noted that the charger port and the cable connection to the charger were both melted. The patient did not touch the burnt area and was not harmed. The incident occurred either on the (B)(6) or (B)(6) 2022. Replacement hearing aid charger has been sent to the patient and no further issues reported.